Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rrep) and a patient implanted for non-malignant pain. It was reported that the patient complained of itchiness and redness at their surgical site for the past few days; especially the pocket site. The patient also stated that they noted pus on their shirts that may have come from the surgical sites. It was noted that the stimulation was not turned on after implant. No contributing factors were reported. The physician referred the patient to the hospital for IV antibiotics and bloodwork. It was reviewed that the patient may be infected. They have a follow-up appointment on (B)(6) 2019, and the rep plans to attend. The issue was not resolved at the time of the report. No further complications were reported or anticipated.